Event description:
It was reported that a female patient underwent a left idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade (CT) requiring pericardiocentesis and surgical intervention. It was reported that the physician stated that the f curve of the thermocool® smart touch® sf bi-directional navigation catheter (lot #30643054l) was no longer deflecting. The catheter was replaced, and the procedure was continued. The catheter was used before the adverse event was noted. It was reported that there was a perforation in the left ventricle during the procedure. While mapping the left ventricular outflow tract (lvot) right under the right cusp, the procedure was going great. They were getting premature ventricular contraction (pvc) suppressions and the defective catheter had been replaced, they mapped for some time. The physician keeps intra-cardiac echocardiography (ice) in the body to maintain visibility and the physician noticed a larger effusion. The procedure was stopped and the effusion became the focus. The pentaray catheter and the ablation catheters were removed; however, the ice catheter was kept in place to maintain visibility. A pericardiocentesis was performed and about 1200-1300 cc were removed. The patient was then transferred to the operating room while they were still removing fluid via the pericardiocentesis tube. The patient was hemodynamically stable at this time. The perforation was noticed by ice. The perforation was confirmed with the soundstar catheter. The patient went to the operating room and was admitted. The pericardiocentesis tube was left in place. The procedure was abandoned. There was evidence of an effusion before the procedure, but the size is unknown. The max wattage used was 50 watts, a total of 21 lesions, total ablation time was 7 minutes 14 seconds, and total fluid was 350 ml. This adverse event was discovered during use of biosense webster, inc. Products. The physician did not have any inclinations as to why the effusion got bigger or how or where the perforation occurred, as the products were working as they should. The patient went for emergent surgery requiring sternotomy and is current recovering in the cvicu in stable condition. The patient did require extended hospitalization due to the adverse event. A transseptal puncture was not performed. Before noting the cardiac tamponade, ablation was performed. There was no evidence of steam pop. An irrigated catheter was used, standard stsf flow settings were used. No error messages were observed on biosense webster equipment during the procedure. The force visualization features used were, graph, dashboard, vector, and visitag. The parameters for stability used for the visitag module were standard surpoint settings, 3 seconds, 3ml, and 25%. No additional filter was used with the visitag. The color option used prospectively was index surpoint. The pump flow rate was changing correctly as it should. The deflection issue under the thermocool® smart touch® sf bi-directional navigation catheter (lot #30643054l) was assessed as not MDR reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. The adverse event was assessed as MDR reportable under the thermocool® smart touch® sf bi-directional navigation catheter (lot # 30653845l).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a female patient underwent a left idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade (CT) requiring pericardiocentesis and surgical intervention. The device evaluation was completed on 20-mar-2022. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch bidirectional sf catheter. Per the event, several tests were performed. The magnetic, temperature, and force features were tested and no issues were observed. In addition, the product was irrigated correctly. The catheter was tested for deflection and the catheter failed. A failure analysis was performed and the catheter handle was opened; the puller wires were found broken, causing the deflection issue. A manufacturing record evaluation was performed for the finished catheter batch number, and no internal actions were identified. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. The catheter fails the deflection test per puller wire broken. The instructions for use states: careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿adverse event¿. Investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: steering wire (g04121) were selected as related to the bwi product analysis lab finding of the ¿puller wire - broken¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 01-mar-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).